Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the partial lead in segments was returned to the manufacturer and analyzed. The outer insulation had breached depression. The sleeve conductors had blood/body fluid (not obstructed) and the inner tubing was torn. The outer insulation was breached cut. Exposed defibrillation coil had a white substance. The outer insulation had a white substance and cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.